Event description:
Product returned to pharmacist. Pharmacist reported the scale markings were not visible at top of syringe and could have caused dosage error. Returned syringes evaluated and malfunction confirmed in 2003.